Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 4 months. The pump was returned for evaluation. Upon disassembly of the pump, a thrombus formation was found surrounding a portion of the inlet bearing ball and rotor inlet. The thrombus ring appeared to form in laminated layers and also revealed areas of denaturation, indicating that the thrombus developed on the inlet bearing ball and rotor inlet over an undetermined amount of time while the pump was supporting the patient. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process, and the pump operated as intended. A review of the device history records revealed that the devices met applicable specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient had a routine transplant. On (B)(6) 2015, during the evaluation of the pump a denatured thrombus was found.